Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Event description:
**Update** - medical records received (B)(4) 2013. Medical records and revision operative report indicate the following: pain; swelling; fluid collection; excision of pseudotumor resulted in complete posterior capsulect;my; adverse local tissue reaction; anterior capsule also removed which was quite thick.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2014- plaintiff fact sheet was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision procedure of left hip due to pain and osteolysis.